Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube and the nozzle clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the auxiliary water channel and the nozzle was clogged with foreign material could not be determined since there was no deviation from instructions for use in reprocessing steps for the locations where foreign material remained, and physical damage was not found at the locations. The foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.